Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured during the first inflation while being used to treat an upper arm av fistula. Reportedly, extravasation was observed outside of the vessel after the balloon ruptured. The pta balloon dilation catheter was removed from the patient without incident. A second pta balloon dilation catheter was advanced to the site of extravasation and inflated to hold pressure on the vessel wall. After compression was held, no further extravasation was observed. The catheter was then removed without incident.